Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 4/26/2016, electrode belt 2/10/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The details surrounding the patient's passing are not known at this time. Review of the patient's download data revealed that prior to passing, from 21:36:53 to 21:36:22, the patient was in vt at 150 bpm with response button usage, it is not known who was pressing the response buttons during this time. A non-treatable rhythm was declared by the lifevest at 21:39:25. At 21:39:42, an arrhythmia was detected by the lifevest. The patient's ECG shows that the patient was in vt at 180 bpm. At 21:40:52, a treatment was delivered by the lifevest. The patient's rhythm at the time of the treatment was vt at 170 bpm self-converting with one sinus beat 2 seconds before the treatment was delivered. The post-shock rhythm was an idioventricular rhythm at 20 bpm. The patient's rhythm then degraded to asystole. At 21:42:19, the patient's rhythm was asystole with intermittent cardiac activity, the rhythm then transitioned to sinus rhythm at 80 bpm. From 21:46:09 to 21:50:50, the patient was in sinus rhythm at 90 bpm slowing to severe bradycardia at 10 bpm. The patient's rhythm then degraded to asystole with intermittent cardiac activity and CPR and motion artifact. From 21:52:59 to 21:54:48, the patient's rhythm was asystole with intermittent cardiac activity with CPR and motion artifact. The patient's rhythm then transitioned to an idioventricular rhythm at 60 bpm. At 21:55:34, the patient's rhythm was asystole. The electrode belt was disconnected at 21:57:06.